Manufacturer narrative:
Evaluation anticipated, but not begun.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, when the pump system was powered on, the hospital circuit brealer was tripped. The pump system and hospital circuit breakers were cycled, and normal function was fully restored. There was no adverse consequence to the pt as a result of this event.